Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, bumpy, itchy, and raw skin irritation under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist advised the patient to remove the lifevest. Additionally, the patient's primary care physician advised the patient that they had an allergic reaction and prescribed the patient a cream for the irritation. Follow up indicated that the cream helped the skin irritation to improve.